Event description:
It was reported that when attempting to remove the wound drain from a pt five days post op total abdominal hysterectomy, the drain broke and a piece of the drain retracted back into the pt. The pt was taken to or, the incision was re-opened and the indwelling drain portion was removed. During placement, no perforations were made in the drain and the drain was anchored to skin with a suture. There was no reference in pt notes about drain being checked during closure and no x-ray or fluoroscopy was performed to veriy placement. For removal, sutures were removed and the drain was pulled. The drain broke down at the fascia level and the proximal end retraced inside the wound and couldn't be felt or retrieved or palpated. X-rays confirmed presence of retained drain and CT was done to localize the site of the drain. Localization needle was inserted by the radiologist via CT guidance. The left lateral end of the incision was opened for about 5cm. The guidewire was followed to the tip of the drain and the drain was removed without difficulty. No further complications were reported.